Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unit was received with faded serial number label. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir had crack and belt clip was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.